Event description:
Case number: (B)(4) mps reported hydraulic fluid leaking. Case type: tka. Update: "no associated procedure. This issue was noticed when the robot was brought out of the storage closet at the hospital for use. There was no case delay."

Manufacturer narrative:
Reported event: it was reported that case number: (B)(4) mps (B)(6) reported hydraulic fluid leaking. Case type: tka. Update: "no associated procedure. This issue was noticed when the robot was brought out of the storage closet at the hospital for use. It was at hospital before. There was no case delay." Product evaluation and results: as per work order, completed date 12/26/2019: replaced hydraulic foot pump. Test measurement at start of hold test, 10"7/8ths. At end of hold test 10"7/8ths. Test passed successfully. Product history review: review of the device history records indicate (B)(6) was inspected and accepted into final stock on 08/13/2019 after being handled via qt. A review of the data revealed that the non-conformance is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 200135, (B)(6) shows 1 additional complaints related to the failure in this investigation. Conclusion: per preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure is confirmed via inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4) - mps reported hydraulic fluid leaking. Case type: tka. Update: "no associated procedure. This issue was noticed when the robot was brought out of the storage closet at the hospital for use. There was no case delay."